Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the central ir had a 13f x 15cm trialysis catheter malfunction over the weekend where the wire got stuck in the patient and was hard to pull out. The team ended up not using the catheter on the patient so there was no harm to the patient at all.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a guidewire not threading through the catheter was confirmed and determined to be manufacturing related. 13 fr x 15 cm trialysis catheter and one 0.035 in. J-tip guidewire were returned for evaluation. The returned unit was functionally tested by attempting to thread the returned guidewire through the purple lumen of the catheter. During testing, the guidewire encountered resistance near the tip of the catheter. A cross-section of the catheter was taken at the location where the guidewire encountered resistance. A measurement was then taken of the inner diameter at the cross-section location. The diameter was found to be smaller than the outer diameter of the 0.035in. Guidewire, indicating that the catheter dimensions were out of specification. This defect likely occurred during the tipping process at the manufacturing facility.